Manufacturer narrative:
Vyaire file identification: (B)(6). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the touch screen of the avea ventilator was unresponsive and that the customer cannot get it to the touch screen calibration. There was no patient involved in this reported event.